Event description:
It was reported that the atrial set screw for the device was not screwed in at change out. The patient was brought back in and the setscrew problem was corrected. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.